Manufacturer narrative:
One 139104ext was returned opened in unoriginal packaging. The lot number of this device could not be verified. A visual inspection found the electrode bent at an angle and the blue shrink tube that overlaps the inner shrink sleeve detached from the electrode. The inner shrink sleeve was also lifting slightly from the base of the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 127 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration and verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 139104ext was being used during an unknown type of procedure on (B)(6) 2021 when it was reported "the insulation tube was came off from active electrode during surgery. The insulation tube was immediately removed from the surgical field." The procedure was completed with another same-like device without delay. Further assessment questioning found that the component had fallen into the patient and was retrieved. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.